Event description:
Pt called answering svc on 4/9/94 to report "my PICC line is broken" the "cap broke off." Upon arrival at pt's home rptr found PICC line connection port had torn away from line remaining in pt's left arm at antecubital insertion site. Approx 3/4 inch of catheter found taped to skin of pt's left arm protruding from insertion site. End of tubing was grasped at PICC line and slowly withdrawn until entire line removed with tip intact. Rptr believes this to be the second incident of this type. Another pt reported port connection separating from line, she had pulled her own line and discarded, so nurse did not see her line after the incident.